Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice cassette had air bubbles in the drain line during peritoneal dialysis therapy. This occurred during dwell one of seven while the patient connected. The nurse observed air bubbles in the drain line with no alarm. Nothing was found during troubleshooting that would cause or contribute to the air in the tubing. The nurse was to complete therapy with the same supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.